Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was explanted due to end of life (eol) time. It was indicated that this pacemaker exhibited shortened elective replacement indicator (eri) to end of life (eol) status. This pacemaker is no longer in service. No additional adverse patient effects were reported.